Event description:
The customer reported via phone call that he had been recently hospitalized due to high blood glucose levels. Customer stated that he did not know if the insulin pump was delivering properly. Blood glucose level at the time of the emergency room visit was 479 mg/dl. Customer reported vomiting and having a headache. The customer declined troubleshooting. Customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. No excessive "no delivery" error alarm noted. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.